Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel obstruction procedure, the device would not staple. The firing trigger would not move. The device did not become stuck on tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.